Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Friend of consumer reported, the needle is prone to poking out of the side of the sheath. Due to this issue, I have now punctured myself twice and my girlfriend has at least 3 times. Dc. Lot#: unknown, catalog#: unknown, date of event: unknown, sample status: no. 2 outgoing email attempts to this consumer. Asking them to contact toll free number. Dc. Sent: on (B)(6) 2024 10:29 pm, to: (B)(6). Subject: pen needle danger. To whom it may concern, recently, my girlfriend's prescription for diabetic pen needles has been getting filled by what I believe is the old model of your pen needles. These are the ones that have the "conventional" needle base. To whom it may concern, recently, my girlfriend's prescription for diabetic pen needles has been getting filled by what I believe is the old model of your pen needles. These are the ones that have the "conventional" needle base and not the newer contoured one. Previously we had been getting the contoured one. With the conventional ones now being provided, the needle is prone to poking out of the side of the sheath. Due to this issue, I have now punctured myself twice and my girlfriend has at least 3 times. This is absolutely unacceptable. How do we ensure that we do not receive the conventional needles moving forward? Are the old needles being sent out to pharmacies to clear inventory?